Event description:
The MFR rec'd info alleging a ventilator's display screen was black. The device was not in the pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's sys board to lcd screen cable was re-connected to address the issue.